Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient had shocking/jolting at the patient's former pocket site. Impedance measurements were taken at 3.0 v and are listed below: reference low pair high pair 5 5 and 11 640ohms, 5 and 3 819ohms, 11 5 and 11 640ohms, 11 and 3 828ohms, 6 6 and 11 673ohms, and 3 857ohms, 12 7 and 12 725ohms, 12 and 3 905ohms. There were no clear shorts/opens when the contacts used with the patient's programming at the time of the report were evaluated. The implant was on. The patient did not experience symptoms when the implantable neurostimulator (ins) was off. The change in therapy was not related to positional movement. This was clarified to mean that the issue happened mostly when the patient would lie down but could happen in any position. The patient had adaptive stimulation on since the previous revision. The patient's settings at the time of the report were as follows: 1 program: 3.8 v, 450 usec, 20 hz, 379 ohms, 5, 11 - 6, 12 + the patient was receiving therapeutic benefit. Symptoms reported included shocking at the pocket site. The shocking began when the revision of the old pocket site to the new pocket site was complete, approximately two years prior to this report. The extension/lead connection was at the old pocket site and that was where the shocking was occurring. The patient's former doctor told the patient to turn the ins off if the shocking was "bugging him." The shocking occurred four to five times a day every day that the ins was on, but there was no issue when the ins was off. Additional information received from the rep reported he programmed a group without adaptive stimulation to see if it would resolve the jolting in different positions. If additional information is received, a follow-up report will be sent. **please see manufacturer report #3004209178-2015-24851 for information on the patient's prior pocket revision.